Event description:
The step side walker rivet broke at the fold point. The screw from the upper section of the walker had fallen out. The user fell, but was not injured.

Manufacturer narrative:
Evaluation results - extension arm used as part of the folding mechanism had been suggesting the rivet had fallen out or broken and the walker continued to be used. The screw holding the two leg sections together worked loose, but walker was still stable.